Event description:
It was reported the pt had been experiencing discomfort and bruising at the ipg pocket site due to the device being superficial. The pt has lost significant amount of weight. The pt underwent surgical intervention. The ipg was explanted and replaced with a different model device. The pocket site was also revised from the back to the abdominal area.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.